Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated that they feel the roche elecsys ft4 ii assay (ft4) on the cobas 8000 e 602 module (e602) produces higher results ("at least one result which is 10 pmol greater" and "normally run 3-4 pmol higher") than competitor methods from siemens and abbott for an unspecified number of patient samples each week (approximately 1-2 samples per day). The customer provided data for six patients for both the ft4 assay and the elecsys tsh assay (tsh). Of the data provided, the ft4 results for four patients, and the tsh results for one patient, were discrepant. (B)(4). It was unknown whether the initial roche results were released outside the laboratory. The customer repeated samples, which appeared abnormally high with the roche method, on the siemens or abbott methodology before releasing the results. No data flags or alarms occurred. Refer to the attachment to this medwatch for all patient data. There was no allegation that an adverse event occurred. The e602 serial number is (B)(4). The customer has never changed the measuring cells. Investigation activities are ongoing.

Manufacturer narrative:
The field service engineer replaced the measuring cells of the analyzer. Since then, the customer has observed fewer high ft4 results.

Manufacturer narrative:
No samples were returned for investigation. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Roche elecsys assays measure slightly higher when compared to competitor assays. In most cases, results generated with roche elecsys assays that are above the normal reference range are also above the normal reference range of competitor assays. When evaluating results for thyroid assays, it is important to take the clinical background and medications of the patient into account.